Manufacturer narrative:
Investigation included technical support guidance and user-led inspection of the infusion system, including cartridge and tubing. Investigation of this case revealed that the occlusion alert resolved after supply change and air removal from the insulin path. It was concluded that the event was attributable to an infusion pathway issue related to air in the cartridge, with device function restored after replacement and proper priming. No further intervention was required.

Event description:
It was reported that an occlusion alert occurred while using a steel infusion set and the user later identified an air bubble in the cartridge during troubleshooting. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included restoration of insulin delivery after replacing the cartridge, priming the tubing until drops were observed, and resuming therapy.